Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital for a planned surgery. Patient reports they were getting a catheter put in for dialysis. The patient reports having end stage kidney disease. After arriving at the hospital, the patient started to not feel well. His bg (blood glucose) was tested and found to be 600 mg/dl while wearing the pod between 4 and 24 hours. Patient was taken to the ER (emergency room) for his bg. It was found that the cgm (continuous glucose monitor) was giving inaccurate bg readings altering the insulin delivered by the pod. The patient was treated with an insulin drip. The patient was released the same day. The pod was removed in the ER once the cgm was found to be giving inaccurate readings. The patient was prescribed tresiba 4 units daily to be used in addition to his pod.